Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose rose to 195 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. The patient sought medical intervention from a doctor at her workplace. The patient was treated with a sterofundin infusion. The patient was released after 2.5 hours.